Event description:
This complaitn is now reportable based on the analysis completed on 6/22/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the taxus express2 2.75x28mm drug eluting stent would not cross the lesion. The lesion being treated was located in the left anterior descending (lad) artery. No pt complications were reported. Pt status reported as "satisfactory/good". However, the returned product confirmed stent damage.

Manufacturer narrative:
Device analysis could not identify a root cause to the difficulties that was experienced by the physician during the use of this device. Device analysis found that the distal end of the stent had some of its stent struts misaligned. This type of damage to the stent is consistent with the stent with the stent coming in contact with a foreign object during withdrawal. The complaint states that the physician could not cross the lesion. No other issues were noted with the profiles of the crimped stent or the remainder of the device that could possibly contribute to the difficulties that was experienced by the physician during the use of this device. One add'l complaint has been rec'd for this top assembly batch. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs at the time of its release to distribution.